Manufacturer narrative:
Vyaire medical file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. The customer reported the suspect device/component is available for analysis and a return good authorization (rga) has been issued for an evaluation and repair. At this time, vyaire medical has not received the suspect device/component for evaluation. In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported a "motor fault" alarm on this vela ventilator device. The customer stated no patient issues with this event.